Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator went into backup mode due to electromagnetic interference. Loss of defibrillation therapy noted. The device was able to reset to normal setting by programming intervention. The patient was stable.